Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 7, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to electrode migration. The patient was reimplanted with a new device during the same surgery.